Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant the patient was in a coma for 9 days. The hcp could not explain the reason for the coma. The patient left the intensive care unit after 9 days and their condition slowly improved. The patient was unable to stand and stayed in a wheelchair after surgery. The patient is currently under observation at home and will return to the hospital to observe the walking condition. Additional information was received: it was reported that the cause of the coma was unknown. The patient had stayed in the hospital for observation, but they had already been discharged and currently at home as their condition was improving.